Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not received for evaluation; however, a photograph of the device was provided. Visual inspection of the photograph did not reveal any issues related to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and the device was found within specification. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor elastomeric device underinfused during patient use. The device was filled with fluorouracil. There was no patient injury or medical intervention reported to be associated with this event. No additional information is available.